Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a blank display on the insulin pump. Customer stated that the insulin pump suddenly shut off. Customer replaced the battery and the display did return. Customer declined any troubleshooting. No further information provided.